Event description:
The customer called to request a replacement insulin pump because hers no longer primes properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.